Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had physical damage of insulin pump. Customer reported that drive support cap was loose. Caller also reported that customer was in a car accident and was in the hospital. Caller reported that cause of vehicle accident and hospitalization was not diabetes related. Customer's blood glucose was 408 mg/dl. Customer was advised that insulin pump would need to be replaced.